Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported that patient was brought in for revision surgery due to what was thought to be an infection. During the revision surgery, when the head was removed from the stem, the surgeon commented on a grey staining around the trunion and what appeared to be metal debris . The surrounding area. The intraoperative labs did not confirm an infection, the surgeon therefore did a single stage revision with an accolade stem and exchanged the liner with a new x3 liner.